Event description:
The pt presented with an acute ami and the lesion was occluded. One stent was placed; however, one more stent was needed. A vision stent delivery system (sds) was attempted to be advanced; however, it was difficult and it was felt that balloon dilatation was needed. Upon removal of the sds, the stent became dislodged in the other stent. A balloon dilatation catheter was advanced and the stent was retrieved/removed. The lesion was then dilated and a new stent was used to complete the procedure successfully.